Event description:
It was reported that on (B)(6) 2023, follow up angiography after subject stent implantation at internal carotid artery ica revealed a suspected dissection at the distal portion of the subject stent. Another flow diverter was placed to cover the distal portion of the subject stent for this event. The patient was asymptomatic and had no change in condition at this time.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information indicates that on follow-up angiography of a subject stent implantation revealed a suspected dissection at the distal portion of the stent. Another flow diverter was placed to cover the distal portion of the subject stent for this event. The patient was asymptomatic and had no change in condition at this time. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. The anatomy of the patient was severely tortuous, which may have contributed to the reported vessel dissection. The reported defect is a known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Manufacturer narrative:
H3 other text : the device remains implanted in the patient.

Event description:
It was reported that on (B)(6) 2023, follow up angiography after subject stent implantation at internal carotid artery ica revealed a suspected dissection at the distal portion of the subject stent. Another flow diverter was placed to cover the distal portion of the subject stent for this event. The patient was asymptomatic and had no change in condition at this time.